Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Nurse reported on behalf of home care patient that the listed device was in use for 26 days when the ventilator alarmed overnight. The patient's caregiver reported that the cuff pressure was tested and the pressure in the cuff was below the prescribed amount. According to the caregiver, the cuff was re-inflated; however, the cuffs pressure decreased shortly after. The caregiver reported that the cuff was difficult to inflate and deflate and that water was observed in the balloon of the device despite the cap being placed on the inflation valve. The nurse replaced the tracheostomy tube. No incident related medical sequela was reported.

Manufacturer narrative:
Two devices were returned for evaluation in used condition and without their original packaging. Visual inspection of the devices found no holes in the cuffs. Functional testing involved an inflation test and found no leaks. A review of documents related to testing and inspection activities was performed and deemed adequate. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed on 32 sample devices and found no deflated cuffs. Based on the evidence, a root cause was unable to be determined. No fault was found with the devices.